Manufacturer narrative:
Results evaluations: this needle is supplied from nipro medical corp. And they have been notified of this event. A complete investigation is not able to be performed as the user facility did not save the event sample. A review of our complaints database shows this to be the first report of needle out of epoxy from this needle supplier. Our complaints history, on a different needle supplier, shows several reports that when the returned sample was examined, the report was not valid and likely an event of the user not securing the connections per the instructions for use. This customer did send back some unopened samples from the suspect lot number. All samples were visually inspected for damage and/or defects in the bond area. The epoxy bond appeared to be intact on all of the samples. The samples were then pull tested using a chatillon tensile tester. All of the samples exceeded the iso standard for this size needle (15.51 lbs minimum). As the sample was not retained, this report cannot be confirmed.

Event description:
User alleges one incident of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. Needle was able to be retrieved from pt without medical intervention.